Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a demonstration while using this reamer (6543-7-515) and try to slide 6543-7-601 over the reamer. The 6543-7-601 could only get 2-3 cm over the reamer. It seems like the reamer-shaft is too (tight?). I have tried all the other reamers (diameter 10-14 and 16-25 mm) they were all ok. The 6543-7-601 could easily slide over these reamers. Regarding 6543-7-601 there was no problem. It could slide over all reamers, 8-25mm except for the one mentioned above (15 mm).

Manufacturer narrative:
An event regarding an assembly issue involving a triathlon reamer was reported. The event was confirmed. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the reported vent was confirmed and the root cause was determined to be a manufacturing non-conformance. This nc will address the issue and investigation required by supplier avalign for manufacturing the reamer out of specification.

Event description:
During a demonstration while using this reamer (6543-7-515) and try to slide 6543-7-601 over the reamer. The 6543-7-601 could only get 2-3 cm over the reamer. It seems like the reamer-shaft is too (tight?). I have tried all the other reamers (diameter 10-14 and 16-25 mm) they were all ok. The 6543-7-601 could easily slide over these reamers. Regarding 6543-7-601 there was no problem. It could slide over all reamers, 8-25mm except for the one mentioned above (15 mm).